Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for 7 years and 9 months, was explanted due to aortic insufficiency secondary to leaflet tear. Patient presented in heart failure with chest pain, diagnosed with nstemi. The explanted device was replaced with an 11500a 19mm inspiris resilia valve with no complications. The patient was transferred to ICU in a critical but stable condition. Patient was discharge to home in stable conditions on pod#11. Per the medical records or findings 23mm 3300tfx showed wide open ai secondary to tear of leaflets, right coronary leaflet and non coronary leaflet. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. The most likely cause is patient factors, including coronary artery disease (cad), type 2 diabetes, hyperlipidemia, and chronic kidney disease.